Event description:
During a hysteroscopy case, md was using the hysteroscope and it suddenly started squiring fluid backward toward the surgeon. The procedure was stopped, the cap on the back of the scope was checked for tightness, then the cap was opened and the scope seal was noted to have a crack/hole in it. A new myosure xl handpiece was opened also. The procedure continued with the new supplies without issue.